Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient suffered a fall and had a concussion approximately four months ago. The device was interrogated and there were no changes. Now there is a decrease in the bipolar sensing. The device remains in use. No further patient complications have been reported as a result of this event.